Event description:
During a ptca/stent procedure the guidewire became entrapped in the stent and separated. The fragment was not removed. The pt had an embolic stroke and a myocardial infarction two months after the procedure. The device is being retained by the hosp.